Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated device, a limb extension, and an infrarenal aortic extension. Upon follow-up on 04/27/2016, computed tomography revealed an unknown endoleak. The endoleak was repaired on (B)(6) 2016 with two proximal extensions: a vela suprarenal and a vela infrarenal (type 1a endoleak). The endoleak was successfully sealed and the patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event however the endoleak was not a type 1a endoleak and was identified as a type 3b endoleak of the proximal cuff. There were limited patient medical records available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include off label use, aggressive ballooning in the aorta, non-treatment of stent migration and patient anatomy.